Event description:
It was reported that a patient underwent a robotic assisted laparoscopic vaginal hysterectomy procedure on (B)(6) 2012. In the middle of the case the blade stopped cutting. When the device was removed from the trocar, then the blade wouldn&apos;t advance from the sheath. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation. The returned blade passed the test with an average breaking force of 3.22 lbf.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.